Event description:
Healthcare professional reported ruptured implant side unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date [mw] previous report was submitted with an awareness date of 11sep2023. Accurate awareness date for the previous report is 08sep2023.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Event description:
Healthcare professional reported, ruptured. Implant side unknown. Later, healthcare professional reported, left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed, as fold flaw opening. Additional observations: wear abrasion is observed, creases are observed. Observed, 40 mm dark patch edge material inside gel device. Stress marks are observed assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.